Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 called was 500 mg/dl. The customer was admitted to the hospital. Customer cause of 911 called was diabetic ketoacidosis. Customer was wearing the pump at time of 911 called. Customer was treated with insulin drip. Customer was able to perform the high pressure test and pump alarm no delivery. The customer was advised to changed fill cannula back. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up concerning unexplained high blood glucose.